Event description:
Customer reported IV tubing was found leaking from inside the pump and dripping onto the floor. A small crack was found in the silicone pumping segment at the top of the tubing near the blue connector. No patient injury reported. No further patient/event information was available. The associated pump was not sequestered and no serial number identified.

Manufacturer narrative:
Manufacturer's report date: 5/13/2009. Patient information requested and all available information. This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.